Manufacturer narrative:
This is a one of a kind reported event. No other deaths associated with our powered wheelchairs. It was indicated that the death seemed to be of natural causes. We do not have information on the serial number. We are requesting info on the sn. No further follow will be made at this time.

Event description:
Expired resident found positioned between power wheelchair armrest and seat. Staff needed to remove armrest in order to release body. Expired resident found to have slid off the right side of his chair in the space between the flip up arm rest and his wheelchair seat. His bottom and feet were on the floor. His wheelchair cushion had slid down over the edge of the power wheelchair and was pressing against his neck and back. His right upper extremity was wrapped around the outer side of the rear support bar between the right arm rest and back rest. His chin was resting upon the arm rest. M.e. (Medical examiner) contacted and declined jurisdiction due to belief that death was likely a natural event. Ref report: mw5117036.